Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error 23/24/49/40/35 alarms or blank display noted during testing. Device tested ok. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error and multiple insulin pump error. Customer¿s blood glucose was 346mg/dl. Customer was unable to rewind the pump but able to clear the insulin pump error. Customer mentioned that insulin pump went blank before critical pump error. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.